Event description:
(B)(4). (B)(6) 2014 extreme lower left pelvic pain. Lasted for several days. Then had bloating and abdominal fullness for over a year. (B)(6) 2015 pain occurred again and found out it was a coil that ruptured the fallopian tube.